Event description:
It was reported the tip of this guidewire detached in the pt following a successful tibial peroneal angioplasty procedure. Uneventful retrieval of the detached guidewire tip utilizing a snare followed. This device was used to successfully complete the procedure and the pt's condition is good. Thisdevice has been destroyed by the user facility. Therefore, no failure analysis will be available. Follow-up indicated resistance was encountered during manipulation techniques and following manipulation, it was observed the guidewire tip appeared bent. The co believes resistance during manipulation attempts may have contributed to this event. However, the co is unable to determine the exact cause for this event. Direction for use states: "warning" attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, augur, or withdraw a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluoroscopy."